Event description:
Voluntary medwatch received states that review of the stored electrograms revealed that the right atrial (ra) lead exhibited far field r waves (ffrw) oversensing resulting in inappropriate atrial tachycardia/ atrial fibrillation (at/af) detection. Additionally, the patient was noted to have experienced syncope. No changes or intervention were reported. The patient condition was not known.